Manufacturer narrative:
Other relevant device(s) are: product ID b35200, serial# unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported there were pr e-existing low impedances on electrode 2 and 3 on an implantable neurostimulator (ins) that was being replaced due to normal end of life. The impedance values were the same when connected to a new ins. There were no known factors that led to the issue and no interventions were taken/planned as the issue was noted as ¿resolved.¿